Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that sterilization reported a balseal was stretched and or missing.

Manufacturer narrative:
Please disregard this medwatch as it was reported in error. Update oct 25, 2017: upon analyst review, this products articulating surface has a stretched out balseal on the smaller post, but the balseal is still intact and still attached. Therefore, a malfunction of this same type has not caused or contributed to a death or serious injury in the past. There is no evidence of a previously reportable product malfunction. No patient death, serious injury, or a surgical delay was caused in this case. A field action has been sent to the sales field mandating all depuy sales force be trained on the proper use, extraction, and examination of this product to ensure that damage to the springs is noticed before the spring falls out. Therefore, the recurrence of this malfunction is not likely to cause or contribute to a death or serious injury if it were to recur.